Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received a low reading of 2.9 mmol/l on the adc device compared to a reading of 24.8 mmol/l obtained on a competitor brand meter. When plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was 7 days. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced dizziness, tiredness, and was unable to self-treat. The customer was taken to the hospital, where they had contact with a healthcare professional (hcp) who administered a glucose IV injection with potassium, phosphate with IV and magnesium for 3 days which the customer noted led to thrombophlebitis in their left hand. The customer was prescribed clarithromycin and heparinoid for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.